Event description:
It was reported that a pt underwent a bilateral extraoral tonsillectomy on (B)(6) 2010 and a suture was used. The needle broke at the swage during use. No fragment remained in the pt's body and there was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch alb243 mfg date: 10/01/2008, exp date: 07/31/2013. In addition, a review of the batch mfg records for the possible batch number was conducted and the batch met all finished goods release criteria.